Event description:
It was reported that during patient use, the gui (graphic user interface) quick access keys became unresponsive to touch. The ventilator continued to ventilate the patient. The patient was switched to another ventilator without incident. There was no harm or injury to patient.